Event description:
This pt had a left total hip arthroplasty in 2000 and has had repeated dislocation since surgery. Pt was readmitted to this facility for a revision of the left total hip. The acetabular liner was removed and replaced with a constrained liner.